Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a low blood glucose level of 40/50 mg/dl. Customer stated that after changing the reservoir her blood glucose went down to 40/50 mg/dl, and after one day her blood glucose increased to 250/280 mg/dl. Then, she used a reservoir with another lot and her blood glucose was stable. Problem occured with nine sets. Nothing further reported.